Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. I(B)(4). Maquet cardiopulmonary (B)(4) received the reservoir and oxygenator back for investigation in the laboratory of manufacturer. At the blood inlet connector the luer lock for temperature sensor is broken off. Temperature sensor and the rest of the luer lock were not returned. No further damage or abnormalities were found. A broken luer lock can be confirmed. It is possible that if there are small cracks on venous inlet, connector could be broken from the base. Sap trend search was performed (material 70106.7941, failure code 0406 connector) which came to following results: 0 additional complaints were recorded in last 12 months. However maquet (B)(4) is aware of similar incidents with different material numbers and failure codes. Similar incident trend search shows 11 additional complaints. Based on the sales figures of the last 12 months following occurrence rate has been calculated: (B)(4),which is below (B)(4). Due to this information no systemic issue could be determined. Regarding to similar issues (B)(4) was initiated in order to determine root cause and actions. The exact root cause is unknown at this moment but ecr (B)(4) was initiated for replace of safety cap no. (B)(4) must be changed due to environmental stress cracking on polycarbonate caused by plasticizer acetyltributyl citrate which is used within pvc transport safety cap. Transport safety cap will be replaced. Device history record was reviewed. There were no references found which are indicating a non-conformance of the product in question. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. No further investigation initiations will be completed at this time.

Event description:
Ref.: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the hospital: "a crack was detected in venous heat probe of reservoir of adult oxygenator. It starts to take air when it passes through the pump. Reason as venous air infiltration and the patient's blood volume was damaged has created the problem. The oxygenator was changed and the surgery continued without problem." (B)(4).